Manufacturer narrative:
Patient reported having an unrelated surgery on the right lower extremity, then shortly after the surgery noticed communication issues with the nalu system in the left lower extremity. The nalu system had been in place for more than a year with no prior issues. It is likely that the surgery on the right leg caused increased stress on the left leg, leading to the migration of components. The ipg was replaced during the revision procedure as a precaution to avoid handling damage and not due to any indication of component failure.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat left lower extremity pain. In (B)(6) 2024 the patient noted some issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Ultrasound imaging found that the ipg had migrated beyond the recommended depth for optimal communication. On (B)(6) 2024 a surgical revision was performed in which a new ipg was placed at a slightly anterior position to the original location. The original ipg was discarded by the facility during the procedure and thus unavailable for testing by the firm.